Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te messages/adjust belt messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient had an irritation under the lifevest. The patient was given a powder from her physician. Follow-up indicated that the rash had healed. A us distributor returned a patient's electrode belt and reported that the patient was receiving frequent "check therapy pad" messages and "adjust belt" messages.